Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in medsurg storage at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was bad. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.